Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the signal set for the input signal was different from the input signal. This issue is addressed in the instructions for use (IFU): "10.1 troubleshooting guide. Malfunction:no image. Cause:the button for switching input signals has been incorrectly set. Remedy:use the input button on the front panel to select an appropriate terminal."

Manufacturer narrative:
During troubleshoot, the customer was instructed to press input on the monitor, change port b to and from dvi 1 to sdi 1. Customer now has an image, issue resolved. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed by the customer that during an unspecified event, the high definition lcd (liquid crystal display) monitor displayed no image and read "dvi 1 and comp no signal". No patient injury or harm was reported.